Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the svc shock coil. It is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant period of about 10 months, shock impedance values > 150 ohm have been reported over the last months. Although elevated shock impedance values could not be reproduced during provocative maneuvers at in house visit on 23 october 2015, the physician decided to replace the lead.